Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin flow blocked alarms. The customer's blood glucose value was 89 mg/dl at the time of the incident. The customer stated that they have tried all remedies. The customer changed the entire set and got another alert while doing a bolus. The customer stated that the tubing was not bent or kinked. It was reported that the issue was recurring for 2-3 weeks already. The customer was advised to revert to a back-up plan as per the healthcare professional¿s instructions. The insulin pump will be returned for analysis.